Event description:
It was reported to philips that the system went down and on attempt to reboot the system, the system would not boot up normally and was stuck at intel boot agent screen. The system was in clinical use. No user or patient harm was reported but the patient was moved to another room. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned treatment and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Review of the log files didn't confirm the reported malfunction. The fse observed that the system was attempting to reboot but it kept cycling on data monitor screen. The fse suspected that the host pc drive was not booting up. The power did not turn on the drive when the system booted up. The fse rebooted the system manually and the system started working normally. The failure analysis confirmed the malfunction with the host pc and the cause of the failure was hdd (hard disk drive) bay. However, later the fse replaced the host pc, completed all the backups on system and recreated the image store which resolved the issue. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.